Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer was seen in ER for vaginal foreign body. A tampon had fallen apart inside her and the pieces were removed in the ER. She had a white vaginal discharge and was diagnosed with vaginitis. She was prescribed flagyl.